Event description:
A 135 degree dhs plate, implanted approximately 2002 for a right proximal femur fracture, was noted as broken in 11/2003 and was removed during revision surgery in about 1 week. Pt was diagnosed with a malunion/nonunion.